Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited mirror image oversensing and noise. Insulation damage was suspected as a result from subclavian crush. There was also high sensing integrity counter (sic) count on the rv lead. Both pacing leads were reprogrammed and intervention is planned for early august. No patient complications have been reported as a result of this event.